Event description:
It was reported that following a fall patient experienced ineffective therapy, patient had two leads with high impedances. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both leads were explanted and one new lead implanted to address the issue.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.